Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt experienced a mild myopic regression in the right eye, approximately one month following lasik surgery. The pt reported blurry vision. Additional info was requested.